Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as 2134265-2013-08680. It was reported that the patient developed a clot. During an atrial fibrillation ablation therapy, a chilli ii ablation catheter was used in conjunction with an ultra ice imaging catheter to treat the target lesion. The physician noted that the patient developed a clot in the right middle cerebral artery (mca) and does not know the cause of the event. The patient suffered stroke symptoms and is unable to move the left side of her body. The patient's hospital stay was extended due to this event.